Manufacturer narrative:
Follow-up indicated that the patient experienced leakage of cerebrospinal fluid and pneumonia after the revision procedure. The patient has recovered without sequelae with medication and bed rest, and the patient is currently using the device to find effective pain relief. The device was returned and analyzed. Visual examination showed the lead was detached at contact on the distal end of the lead. High magnification showed damage to the lead was consistent with fatigue fracture. The cause of the failure is undetermined.

Manufacturer narrative:
The lead was removed. Nevro is awaiting the return of the device. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that during a lead revision, the physician discovered that one of the leads had retracted from the epidural space and fractured into two pieces. Both pieces of the lead were removed, the lead was replaced and there were no injuries to the patient. The procedure completed with no further reports of complications and the patient is currently using the device to find effective therapy.